Manufacturer narrative:
Information contained in this report was previously submitted through asr on 22/07/2017. Device analysis: visual analysis of the returned device identified: cloudiness in gel, yellow and red particles, deformation and weight to the specification. Cloudiness in gel was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: allergan has not tested the effects of radiation therapy in patients who have breast implants. The literature suggests that radiation therapy may increase the likelihood of capsular contracture, necrosis, and implant extrusion. Potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Patients should be advised that capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Capsular contracture occurs more commonly in revision patients than in primary augmentation or reconstruction patients. Capsular contracture is also a risk factor for implant rupture, and it is one of the most common reasons for reoperation.

Event description:
Physician reported left side capsular contracture, baker grade unknown. Device was explanted.